Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed thedata. There was a critical random access memory parity error logged on (B)(6) 2012. Power on reset (por) severity is considered low as the device should be able to recover fully after the reset.

Event description:
It was reported that the patient's device had a power on reset occur. The patient will be going to the clinic to have the device r eprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2008. (B)(4).